Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was getting hot during a case. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Event description:
It was reported that the device was getting hot during a case. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.